Manufacturer narrative:
(B)(4): the customer reported that the device analyzed unexpectedly in the AED mode. The customer stated that the patient's outcome was not related to device behavior. Philips evaluated the device and verified the reported symptom. The therapy port and therapy cable were replaced to address the issue. This was a malfunction related to the intermittent electrical connection between the therapy cable and the therapy port.

Event description:
The customer reported that the device analyzed unexpectedly in the AED mode. The customer stated that the patient's outcome was not related to device behavior.